Event description:
It was reported that the ilet user experienced hyperglycemia after announcing a dinner that was heavier in carbohydrates than usual while running low on insulin. The user wished to change only the cartridge, and with guidance changed the cartridge and short tubing and confirmed insulin drops through the tubing before resuming delivery. Symptoms included hyperglycemia with a reported blood glucose of 295 mg/dl and no associated clinical symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to incorrect meal size announcement, and involvement of the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.